Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 325cc gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via a physical exam and via MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prostheses.